Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, documentation,manufacturing instructions, and quality control, was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at the time.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
A flexor shuttle tibial guiding sheath was used during an unspecified procedure. It was reported that the fellow pulled the sheath out of the patient by the side arm and the adaptor popped off the sheath at the hub (event captured in medwatch with manufacturer report number 1820334-2017-02319). Additionally, the physician stated that it "happens all the time" although this is the first time the rep has witnessed and/or heard of it (event captured in medwatch with manufacturer report number 1820334-2017-02485). No unintended section of the device remained inside of the patient's body and there were no adverse effects on the patient due to this occurrence.